Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/02/2024. An investigation was conducted on 01/22/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the seal loaded and the blue safety lock off, which allows for the white plunger to be depressed. The delivery device was removed from the loading device with the seal in a rolled loaded position. The white plunger was depressed during the investigation. The seal deployed correctly. There were no visual defects observed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 1.95 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.486 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000373976 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after pressing the plunger of the delivery device handle after the aortic cutter, the seal did not come off due to a defective product. The surgery was successfully completed using a new product. There was a slight delay in the procedure. There were no abnormalities in the patient's condition.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.